Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had some questions about low blood glucose and temp basal. The customer's blood glucose reading was 42 mg/dl to 46 mg/dl and is 80 mg/dl to 200 mg/dl in the morning. Troubleshooting advised the customer to speak with their doctor about sites and settings but customer declined to troubleshoot for the low blood glucose.